Manufacturer narrative:
The reported event is inconclusive due to no sample returned. The product catalog number is unknown; therefore a labeling review cannot be performed. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that various complaints with the foley catheter trays different sizes. Issues were balloon deflation, and catheter disintegration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that various complaints with the foley catheter trays different sizes. Issues were balloon deflation and catheter disintegration.

Event description:
It was reported that various complaints with the foley catheter trays different sizes. Issues were balloon deflation, and catheter disintegration.

Manufacturer narrative:
The initial reporter's phone number:(B)(6). The reported event is inconclusive due to no sample returned. The product catalog number is unknown; therefore, a labeling review cannot be performed. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. Corrections: b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.